Event description:
It was reported that the implant was unsuccessful and the patient had a right atrial (ra) lead dislodgement. The issue was noted to have resolved without sequelae. The left ventricular lead was also as extracted but unrelated to the event. Further information was requested but was not yet available.